Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a tri-fuse extension set broke at the luer when it was being removed from the female connection port of a patient's broviac central line after an albumen infusion. The users stated the extension appeared to be stuck due to the stickiness of the albumen infusion. No patient harm was reported.